Event description:
Revision surgery - MDR - surgeon stated patient was having hip pain. Did not know why.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00473; 400-03-361, s807 - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.